Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the device was failing pre-use check due to a pressure transducer error. After the expiratory valve coil was replaced the device regained function according specification. No goods or device logs have been returned for investigation. The supplied information is not specific enough to point to any particular fault. Given this, we have not been able to confirm the problem nor can we identify any root cause. Despite several reminders the only information received, is the information stated in the complaint form, this is not enough to determine the root cause of the reported failure. H3 other text : 4114.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).